Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the catheter came off of the tube of the bag during use. It appeared that the connection was loose. There was no patient harm.

Manufacturer narrative:
Note - section d4 has been updated to include lot number: 1923317364 one decontaminated drainage bag with date code 238-9d61 and one 18 fr catheter were received at the manufacturing site on november 19, 2020 for evaluation. According to the date code 238-9d61, lot number 1923317364 was obtained. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Visual and functional evaluations were performed, and the reported condition could not be confirmed; the sample received did not show the disassembly of the catheter and the pvc tube. The sample was found to be working according to quality specifications. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.